Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple inappropriate shocks to be delivered. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting steps to be considered. This device remains in service. No additional adverse patient effects were reported.